Event description:
Tip of fogarty catheter came off in pt as it was being used. Problem with 3 cath different lot numbers. Not sure which one tip came off of: 510ec008 - lot# exp 2002-8, 510gc746 - lot# exp 2002-10, 510fc393 - lot# exp 2002-10.